Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market 4,860 units. There are no units in our stock in b. Braun surgical's warehouse. We have received a video and two pictures showing 2 open samples with the needle detached from the thread (one thread is still wound on the pack and the other is not wound on the pack). Without closed samples and/or defective samples a proper analysis cannot be performed. However, taking into account that the video and the pictures received show 2 open samples detached that are unused, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment results conducted on samples before releasing the product were 1.03 kgf in average and 0.72 kgf in minimum and fulfilled ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because only a video and two pictures with 2 open samples have been received. However, considering that the pictures received show a product that does not fulfill b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the pictures received. Final conclusion: taking into account that the results of the samples received in the previous complaint did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that monosyn had damages as lack of a needle and the needle was not attached to the suture. Before use.